Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported mechanical jam plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the lever was opened, and the foot was deployed with no resistance noted. The returned plunger was depressed with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam plunger could not be determined. Factors that may contribute to a mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- date is estimated. D4- the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure using a prostyle device using the pre-close technique prior to a procedure. Reportedly, the physician was unable to apply step 2 [plunger deployment/ depression issue]. An unspecified additional device was used to achieve hemostasis. No additional information was provided.